Event description:
It was reported that the customer was in a domestic dispute, and ended up in the hospital. The caller stated that the insulin pump was damaged in the dispute, and needed to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a broken end cap, missing motor assembly, and cracked and bleeding lcd. Unable to perform basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the broken and missing motor assembly.